Event description:
The patient experienced pain (location unspecified) and headache pain. The catheter was found to have migrated from the desired implant location of low cervical up into the skull. A catheter revision was planned; it was unclear if it had been performed. The patient outcome was reported as "no injury". The medication being delivered via the device system was lioresal.

Manufacturer narrative:
(B) (4): catheter.